Event description:
Caller states the pt tested 4.4 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. No treatment info provided, no adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.